Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack on top of reservoir and it goes to the keypad. The customer is unsure how the damage occurred. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer declined to troubleshoot for low blood glucose and keypad issues.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly was noted. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. The pump also had minor scratches on the display window, a cracked display window at the lower right side corner, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube window, and a cracked reservoir tube window near the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.